Event description:
For a planned implant in this case, ridge was slanted at 45-degree angle from buccal to palatal. When the system was locked into guided mode with the drill, drill deflected off ridge and ran parallel to ridge to planned depth outside of bone, drilling trough on outside of ridge. Consecutive burr also deflected off ridge. Surgeon decided to perform osteotomy and place implant freehand. Patient required additional bone grafting due to drill deflection. No further injury or additional medical intervention was reported as a result of this event. Case logs were reviewed and landmark and link divot were confirmed to pass, indicating no accuracy issue with the system.